Manufacturer narrative:
(H2,h6): the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that confirm reported complaint. The power conversion enclosure passed bench testing. Install into test system. System failed to fully boot, generator failed to ready, no 400vdc out of power enclosure. Faulty power enclosure. B01,c02,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: bi71000860, serial/lot #: (B)(6). Rev. G medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name ; product ID bi71000860 (lot: -); product type: ; brand name ; product ID bi71000464 (lot: -); product type: 2560-mnav - o-arm system ; product ID bi71000225r (lot: -); product type: 2560-mnav - o-arm system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in initialization mode and would not proceed to take a spin. The site also stated that the system is 7+ days overdue for calibrations, but technical service doesn't believe that is related to the issue. There was no patient involvement.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) went to site to test the imaging system and replaced power conversion enclosure f6 and 7. Completed system checkout and gain calibration. System functions normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000464. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.